Manufacturer narrative:
Physio-control also replaced the user interface to stack flex cable assembly. After further examination of the removed user interface to stack flex cable assembly, the cause of the reported issue was due to an electrical open between the pin to pin contacts for pin, designator a13. This caused the device to fail the boot-up process.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The system controller and user interface pcb assemblies were replaced, which resolved the reported issue. After other, unrelated, repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process. There was no patient use associated with the reported event.